Event description:
It was reported there was high pressure alarms. There was lens damage. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked rear case on upper corner, scratched lens, missing liquid crystal display (lcd) pixels. Functional testing found the problem was not duplicated regarding "high pressure alarms" issue during investigation. Found signs of fluid ingression on downstream occlusion sensor by the chassis base possible cause the issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: model num 6400.